Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced fever, chills and vomiting and there was discharge from the ipg implant site. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. The patient was hospitalized and was scheduled to be discharged on (B)(6) 2017.

Event description:
Follow up information identified the infection has resolved and the patient underwent surgical intervention on (B)(6) 2017 where a new scs system was implanted.